Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, h3 and h6 . As reported, after shuttling down a 5f mynxgrip vascular closure device (vcd) the advancer tube split and some sealant was visible. The balloon was deflated, everything was removed and manual compression was done for 20 minutes for hemostasis. There was no reported patient injury. The device had followed normal deployment steps until after shuttling down when the scrub tech went to slide the sheath and shuttle back up. The product was returned for analysis. A non-sterile ¿mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Per visual analysis, the shuttle was engaged from the black handle. The syringe was connected to the device with the stopcock open. A non-cordis csi was received separated of the device. The advancer tube was also received separated, and the sealant was not received for evaluation. In addition, the balloon was observed complete deflated. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per functional analysis, the advancer tube was re-inserted on to the catheter shaft and the shuttle down step was simulated. The advancer tube was found properly engaged to the distal tamp lock. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed that the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure, and no damages or anomalies were observed. A product history record (phr) review of lot f2229807 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after shuttling down a 5f mynxgrip vascular closure device (vcd) the advancer tube split and some sealant was visible. The balloon was deflated, everything was removed and manual compression was done for 20 minutes for hemostasis. There was no reported patient injury. The device had followed normal deployment steps until after shuttling down when the scrub tech went to slide the sheath and shuttle back up. The device and sealant were placed in a biohazard bag for return and will be evaluated

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after shuttling down a 5f mynxgrip vascular closure device (vcd) the advancer tube split and some sealant was visible. The balloon was deflated, everything was removed and manual compression was done for 20 minutes for hemostasis. There was no reported patient injury. The device had followed normal deployment steps until after shuttling down when the scrub tech went to slide the sheath and shuttle back up. The device and sealant were placed in a biohazard bag for return and will be evaluated.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.